Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was implanted during a procedure performed on an unknown date. During stent removal procedure, the stent was difficult to remove, and it was noted that the stent cover was eroded. The stent remains implanted as it was unable to be removed. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. The complainant was unable to provide the suspect device lot number and upn. Therefore, the manufacture and expiration dates are unknown. Imdrf device code a04 captures the reportable event of stent cover damaged/defective. Imdrf device code a150207 captures the reportable event of stent difficult to remove.